Manufacturer narrative:
Based on the claim against the product by the customer noting an instrument issue, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the long bipolar grasper instrument involved with this complaint and completed the device evaluation. Inspection of the instrument identified charring and localized melting at the grip base on the outside of the yaw pulley. The missing portion of the yaw pulley was melted away. The instrument was tested and passed the electrical continuity test. The instrument was placed and driven on an in-house system. The instrument moved intuitively in all directions. The grips opened and closed properly. The instrument delivered energy on several attempts. A failure analysis engineer reviewed the investigation and confirmed that the root cause of this failure was typically attributed to mishandling or misuse. This is caused by a user activating a monopolar instrument while very close to the bipolar instrument grips. Generally, if this happens, the user observes the effect as thermal damage on the outside of one of the two bipolar yaw pulleys. Isi received a video clip of a da vinci-assisted surgical procedure. A review of the video clip was conducted by an isi clinical development engineer (cde). The following additional information was provided: the cde noted that around the 0:37 time mark, a small arc at the proximal end of the long bipolar grasper instrument jaws, which propagates into a fire until 0:38 time mark. At that time, when the suction device is moved away from long bipolar grasper instrument, the fire stops and a burn on the plastic overmold at the proximal end of the jaws was observed. No tissue damage as a result of this issue was seen. The cde indicated that the arcing was likely because of close contact between the metallic tip of the suction device and the metallic jaws of the long bipolar grasper instrument. Per the cde, an arc is not expected to propagate into a fire unless there is oxygen or room air leak in the workspace. The instructions for use on the erbe integrated electrosurgical unit (iesu) generator cautions the user against collision between metal instrument and active electrodes. "A hand-held metal instrument is touched with the active instrument (electrode). Risk of hand burns. Such practice is not recommended. The risk of burns cannot be ruled out." A review of the submitted image was performed as well. The following additional information was provided: the image of the long bipolar grasper instrument identifies thermal damage at the tip, consistent with the cde video analysis and failure analysis investigation. This complaint is considered a reportable event due to the following conclusion: it was alleged that the instrument exhibited signs indicative of thermal damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during an assisted da-vinci pulmonary lobectomy procedure, an issue with the long bipolar grasper instrument was observed during intraoperative use with other instruments (cadiere forceps and long bipolar grasper). The user continued the procedure using the backup instrument with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information regarding the reported event: "airseal" was used for insufflation through the wall connectors. The gas source was checked before starting the procedure. The site confirms that there is a low possibility of increased oxygen concentration in the insufflation line.